Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had an infection on the device site. Patient had redness at the incision site due to a prior surgery. Device and leads were explanted. A new device implant procedure is planned with no specific dates. Patient was stable and will continue taking antibiotics.